Manufacturer narrative:
The device was returned and an evaluation was completed. A visual inspection verified that a kink was present on the catheter where the catheter attaches to the cannula. Based on the provided information, it was noted that the cause for the reported kinking was believed to be a steep insertion angle during delivery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a failure to deliver the device past the patient's mid-axillary stenosis. Upon inspection of the device, it was noted that a kink was present where the catheter attaches to the cannula. An impella cp was subsequently used for patient support. No harm to the patient as a result of inability to deliver device.